Event description:
An olympus representative reported, on behalf of the customer, there was an error code 1010 displayed and the device would shut down when using an electrosurgical generator "esg-410". The event occurred during the therapeutic procedure (transurethral resection of bladder tumor-turbt) which led to the case being aborted. There was no patient harm associated with the event.